Event description:
Lab tech reported that 2 abutments broke in function. Lab tech noted that an abutment was placed and then failed. Another abutment was placed and it failed less than a month after placement.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr.'s office. Only one of the components was returned for evaluation.